Event description:
Journal article abstract: "tcl-149 breast implant-associated anaplastic large cell lymphoma is an increasingly recognized entity: case report". Physician reported seroma-late for an unspecified side and right side asymmetry. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Journal article abstract citation: tcl-149 breast implant-associated anaplastic large cell lymphoma is an increasingly recognized entity: case report, fuentes-alfaro, fabiola et al. Clinical lymphoma, myeloma and leukemia, volume 24, supplement 1, s1-s678. Proceedings of the society of hematologic oncology 2024, annual meeting: 4/sep2024 - 07/sep/2024. Clarification d.6b: explant date: 10 years after initial implant approximately. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.